Event description:
Customer reported via phone call that they have been experiencing high blood glucose. Blood glucose value was 359 mg/dl. Customer stated that the infusion set was changed the night prior to the call and noticed that it was disconnected at the quick release, customer connected it but it unlocked again. Customer has had that issue with the same lot of infusion sets. Customer also reported that the reservoir cap breaks off when removing it from the insulin pump. Customer requested the insulin pump to be replaced and agrees to return the product for analysis.

Manufacturer narrative:
Insulin pump was unable to prime during prime alarm test due to faulty force sensor resistor. Insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.